Event description:
It was reported to our country representative in (B)(6) that there was a vns patient who had left vocal cord paralysis post vns implantation surgery. The patient was implanted on (B)(6), 2010. The patient had a short/deep neck which required excess manipulation to get the coils around the vagus. The patient has had their left vocal chord paralyzed as result of the manipulation. There was no visible damage to the vagus and it was not cut. No interventions are being planned at this time and their vns is currently programmed on. The patient was evaluated by an ent and speech pathologist. The device was programmed on 4 weeks post implant and did not make symptoms any worse.